Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes blood leaked. The following information was provided by the initial reporter. The customer stated: ¿blood leak out from edta tube¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and did reveal blood residue on the label and the shield. Additionally, 10 retention samples from the bd inventory were draw tested with all weights being within the specification limits and the customer's indicated failure mode of leakage ( or blood pooling) was not observed. The instructions for use (IFU) for bd vacutainer evacuated blood collection system does state that after venipuncture, the top of the stopper may contain residual blood. Take proper precautions when handling tubes to avoid contact with this blood. Bd was able to confirm the customer¿s indicated failure mode from the photo provided; however, the customer¿s failure mode could not be duplicated in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes blood leaked. The following information was provided by the initial reporter. The customer stated: ¿blood leak out from edta tube¿.